Event description:
It was reported that the device failed to deliver defibrillation shock to a pt. It was reported that the device gave the "replace battery" warning message upon power on and was in use for a little over 22 minutes. During that time, pt received two defibrillator shocks to what appeared to be ventricular fibrillation rhythm and the device lost power. Users switched the pt to a second defibrillator and continued care. The pt was not resuscitated. There were no further details on the event and/or pt provided.

Manufacturer narrative:
Physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA.